Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 36 mg/dl. The insulin pump will be returned for the analysis and sensor will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08690 inches. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. Device communicated properly with glucose sensor simulator and the transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No auto mode anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Programmed with bolus wizard feature with no bolus correction anomalies noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.